Event description:
The customer reported that while processing an hiv I/ii microwell plate on summit serial number, the operator reported that they received a secondary rack blocked error. The operator selected the option to continue and the summit double pipetted liquid into row g. No additional error was generated. No death or serious injury was associated with this incident.